Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification but was found damaged within the exposed area. Despite the damage to the cannula, fluid was able to flow through the complete fluid path with no observed leaks. It could not be determined if the damage to the cannula prevented the pod from delivering insulid while worn. It also could not be conclusively determined if the cannula was dislodged from the infusion site. The device was received without the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad's welds. The cause of the adhesive pad failing to adhere while worn could not be determined. A large amount of damage to the internal components/structure of the pod was observed during the investigation. Due to the severity of the damages found, the pod data was unable to be downloaded. No clear determination could be made about the successful delivery of insulid could be made without the data.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl, while wearing the pod longer than 48 hours. The pod¿s cannula was found dislodged and bent, while wearing it on the leg. For treatment, a manual injection was administered of unknown amount and a correction bolus was given of 1.9 units.